Manufacturer narrative:
It was reported that the ventilator failed the pre-use check and the nozzle units were replaced. The customer has changed the nozzles by themselves. After few days the issue came back. According to our field service engineers, o2 sensor and nozzles have been changed. Software has been updated as well. Long period tests had been scheduled. However, the test results has not been received. No logs nor service report have been provided. The replaced parts have not been sent for investigation. Despite several reminders the only info we received is the info that provided here. Therefore, the root cause cannot be established.

Event description:
Manufacturer's number. #: (B)(4).

Event description:
It was reported that the ventilator failed the pre-use check and the nozzle units were replaced. There was no patient involvement. Manufacturer's re. #: (B)(4).